Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 446 mg/dl. The customer stated that the pump failed battery alarm and blank display. The customer also stated that the display is currently blank. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Failed battery test, blank display and physical or cosmetic damage not found during testing. Device passed the self test, sleep current measurement, active current measurement, and the displacement test the information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).